Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was reported that the patient experienced an exit site infection prior to the event. The patient was treated with vancomycin 1gm every 5th day and piperacillin/tazo 4.5 gm twice daily. The patient remained hospitalized but was recovering from the peritonitis. No additional information is available at this time.